Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 82-year-old male patient was implanted with an impella cp for mechanical circulatory support due to a st-elevation myocardial infarction. When the impella was explanted a fibrin shell was noted on the pigtail. The groin was held for 45 minutes and femstop was applied. The impella was successfully explanted.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.